Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3cm cut in the tubing of an administration set was noticed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection identified that the tubing was cut and there was marks on the end of the tubing. The peel pouch was also inspected, and it was identified that there were missing sealing marks on the pouch. The cause of the condition was determined to be a manufacturing sealing issue. To address this issue, operator training will be updated and all operators will be re-trained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.